Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from an unspecified location. Additionally, a minimum fill message occurred after the cartridge was filled with 300 units. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level.